Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: this event was originally reported on medwatch #2017233-2007-00316. Upon receipt of new information, it was noted that this device was manufactured in the sunnyvale facility; therefore, medwatch #2953161-2007-00191 was generated.

Event description:
In 2004, this patient was implanted with gore excluder aaa endoprostheses trunk-ipsilateral leg component and contralateral leg component. The physician found what appeared to be a type ii endoleak in post-operative phase. In 2005, the physician discovered the endoleak was a proximal type I endoleak, not a type ii endoleak. In 2007, a doppler scan showed that the aneurysm had enlarged and the physician decided to place a medtronic aneurx cuff to achieve proximal seal. The reintervention date was the following month. The patient is reportedly doing well.